Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported seeing air gaps in the tubing near the luer lock. Reportedly, the customer also stated that they sometimes disconnect the luer lock from the infusion set tubing. The customer's blood glucose level (bg) was elevated and was reported to be 277 mg/dl. The high bg was corrected by delivering a bolus via the pump. Customer was successfully able to prime out air from the tubing and resume insulin delivery.